Manufacturer narrative:
The reported complaint of lifeband on the user's autopulse platform (sn (B)(4)) would not tighten around the patient chest was confirmed during data archive review. The investigation findings determined that the root cause of the reported issue was due to defective load cells. During visual inspection, a hole on the load plate cover that affects the water seal was observed. Also identified, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is a reusable device and was manufactured in december 2007. The device has been operating for over 10 years and has exceeded its expected serviceable life of 5 years. Therefore, these types of physical damage and faulty encoder on the ap platform can occur due to normal wear and tear and were unrelated to the reported complaint. To remedy this issues identified, the damaged part was replaced and the faulty encoder drive shaft was deburred. During archive data review, multiple ua07 advisory were observed on (B)(6) 2018, thus confirming the reported complaint. Initial functional testing could not be performed due to ua29 (loss of brake connectivity) displayed upon platform power on. Thus, unrelated to the reported complaint. To remedy the issue, the defective pdb identified was replaced with a known good component. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for ap platform with serial number (B)(4). Based on medical safety assessments, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6), 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge ((B)(6), circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, during patient use of an (B)(6) years old caucasian male who had a cardiac arrest, the lifeband on the user's autopulse platform (sn (B)(4)) would not tighten around the patient chest. Immediately the crew reverted to manual CPR. No troubleshooting performed by the users. Return of spontaneous circulation was not achieved.